Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 2/18/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: 1. What is the impacted product code(s) for this complaint? The impacted products section was left blank. Ans: sxpp1a445 2. Is the lot number for the impacted product available? I. If yes, please provide the lot number. Ans: 104r00 3. Were there any adverse events, patient consequences or harm to the patient? Ans: no to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and barbed suture was used. It was reported that the suture broke after reverse stitch before suturing was completed. It broke about 5cm away from the swage. There were no patient consequences reported. There was no significant delay. Additional information was requested.